Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were sticky or hard to press. Customer¿s blood glucose level was unknown. Customer also reported haziness on screen, dimmed backlight, battery bar fluctuates and shows he has one bar and then it will go back up to three randomly, rejected new batteries, random unexplained no delivery alerts. The device will not be returned for analysis.